Event description:
It was reported that the artificial urinary sphincter (aus) cuff as explanted due to recurring incontinence and patient dissatisfaction. The cuff was downsized from a 4.0cm cuff to a 3.5cm cuff. It was further reported that the patient's recurring incontinence was due to "loosen cuff." The patient was doing well following surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Device analysis: recurring incontinence was reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. The cuff performed within specifications. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff as explanted due to recurring incontinence and patient dissatisfaction. The cuff was downsized from a 4.0cm cuff to a 3.5cm cuff. It was further reported that the patient's recurring incontinence was due to "loosen cuff." The patient was doing well following surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.